Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown stem,unknown. Unknown, unknown cup, unknown. Unknown, unknown liner, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02299, 0001822565 - 2020 - 02300, 0001822565 - 2020 - 02303. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.